Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer cleared the alarm and successfully resumed insulin. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin, and insulin was not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose ranged from 158 mg/dl to 428 mg/dl.